Event description:
The customer reported being hospitalized due to kidney failure, infection, and pneumonia. The blood glucose reading at time of call was over 120 mg/dl, and she has treated with lantis and manual injections. It was stated that the insulin pump was stolen while being at the hospital. Advised the caller to contact us if the insulin pump is found. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.